Manufacturer narrative:
A medical review was performed and concluded that if the first revision surgery was to insert a constrained liner for recurrent dislocation, and if the source of the instability was impingement of the stem levering out of the head, the same situation would have caused the disassociation of the constrained liner. The photographs suggest repeated impingement caused failure and disassociation of the outer bipolar constrained liner, rather than factors of faulty prosthetic manufacturing or materials. Visual inspection and clinician review was performed that confirmed there was impingement causing the dislocation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there were other previous reported events regarding dislocation. The root cause was presumed to be improper placement of the device.

Manufacturer narrative:
Additional info (including x-rays and medical records) has been requested. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, pt dislocated head from constrained liner. Revision surgery replacing components with 36 10 degree liner and lfit 36 head.